Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument no longer coagulated, possibly had a broken cable not visible. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint. The instrument was found to have the conductor wire dislodged from the connector pin of the energy instrument identification board inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length was measured to be 82mm. The conductor wire was installed back on the connector pin and passed the continuity test. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.